Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette. The patient was connected for peritoneal dialysis therapy and in initial drain at the time of the reported event. The leak was near the homechoice machine's door. The technical service representative assisted the patient with ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.